Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ht bmw universal ii guide wire referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery (lad). An unspecified non-abbott stent was deployed and an attempt to advance an intravascular ultrasound (ivus) catheter to check apposition was made, but the ivus catheter could not cross the stent. A 3.0mm non-abbott balloon dilatation catheter (bdc) was advanced to post-dilate the stent, but this too could not cross. An attempt to cross the ivus catheter followed by the 3.0mm non-abbott bdc were made but failed again. A ht bmw universal ii guide wire was advanced and a 2.0x12mm mini trek bdc was advanced to the target lesion. The balloon was inflated once but ruptured at an unknown atmosphere. The bdc was removed. An attempt to remove the guide wire was made, but it was stuck with the deployed stent and when the guide wire was pulled back the tip separated. It was noted that the deployed stent coiled/bunched and it is assumed the tip is with the stent. A balloon pump was installed and the patient was sent to coronary artery bypass surgery. The stent/tip were not removed from the patient, but the proximal lad was bypassed. Per the physician¿s opinion, the ht bmw universal ii guide wire and 2.0x12mm mini trek bdc did not cause the stent to coil/bunch. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the retuned balloon catheter and the reported balloon rupture was unable to be confirmed; however, based on the returned analysis it is likely that the reported balloon rupture was the noted outer member tear. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage or leaks noted to the balloon catheter during the inspection prior to use or during preparation which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported balloon rupture and noted damages appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the implanted stent became damaged during attempts to advance the intravascular ultrasound (ivus) catheter through the stent. It is likely that during advancement of the balloon catheter, the tip became damaged or torn against the stent. Manipulation during advancement through the anatomy and/or other devices used likely caused the noted outer member tear and subsequent damages to the inner and outer members. The reported balloon rupture was likely the outer member leaking and preventing the balloon to inflate. There is no indication of a product quality issue with respect to manufacture, design or labeling.